Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred on the homechoice device during peritoneal dialysis therapy. The patient was connected to the device at the time of the alarm. As the alarm was reported after the patient had ended therapy, complete troubleshooting steps could not be provided. There was nothing unusual noted with the supplies or the setup that could have caused or contributed to the alarm. It was not reported how the patient completed therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.